Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -06.50 diopter implantable collamer lens into the patient's eye. It was explanted due to the lens would not deploy correctly and there was a concern of a torn lens. A back up lens was used.

Manufacturer narrative:
Additional information: d9: 12-jan-2023 h3: device evaluation: returned product evaluation found the lens returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).